Event description:
It was reported to philips by a customer that the unit had a proximal pressure sensor autozero failed. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Upon further investigation, it was reported that at the time of the failure, the unit was not used on patients, and no patients were delayed for treatment. Therefore, this complaint no longer meets reportability requirements.